Manufacturer narrative:
(B) (4) (lens shot out of injector) - (B) (4).

Event description:
The reporter stated the surgeon attempted to use a aa4204vl silicone single piece lens. The lens was loaded and the surgeon was advancing the lens in the injector when he advanced it too quickly and the lens came out of the injector. The lens was not inserted into the eye, and there was no patient contact. Backup lens was implanted. The reporter stated this incident was due to technical error.